Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, after having finished pulmonary vein isolation (pvi) with the thermocool® smart touch® sf bi-directional navigation catheter, the 9 french short sheath was changed to a mobicath for line ablation. At this point, it was discovered that thrombus was attached to the extracted thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was then examined for even irrigation flushing and was reinserted again for ablation. After that, the thermocool® smart touch® sf bi-directional navigation catheter tip was examined again and confirmed no there was no thrombus. Pvi was ai400-450 and was ablation less than 30 seconds at a time. The procedure was completed without patient consequence. On 9/24/2019, biosense webster inc. Received additional information about the event. It was indicated that there were no issues related to temperature or flow during the procedure. The physician conducted ablation less than 30 seconds for each time. Additionally it was reported that a smartablate generator was in use during the procedure and it was reported the patient has not exhibited any neurological symptoms since the procedure. Device evaluation details: the device evaluation has been completed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1. When the catheter was connected in the stockert generatro, the impedance was not visualized and therefore could not be tested. Further examination revealed that the lead wire # 1 was broken causing the improper signal condition. Then, per the reported event, a cool flow pump and patency test were performed and the catheter passed specifications. Additionally, a photograph was provided by the customer showing a clot on a surgical cloth. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical wire broken and clot cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 9/5/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30223841m number, and no internal action related to the complaint was found during the review. (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, after having finished pulmonary vein isolation (pvi) with the thermocool® smart touch® sf bi-directional navigation catheter, the 9 french short sheath was changed to a mobicath for line ablation. At this point, it was discovered that thrombus was attached to the extracted thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was then examined for even irrigation flushing and was reinserted again for ablation. After that, the thermocool® smart touch® sf bi-directional navigation catheter tip was examined again and confirmed no there was no thrombus. Pvi was ai400-450 and was ablation less than 30 seconds at a time. The procedure was completed without patient consequence. The issue of thrombus formation on the catheter has been assessed as an MDR reportable malfunction.